Event description:
Additional information was received from the patient. When asked to clarify the "didn't know if it was working" comment, the patient stated they were describing symptom control and they were questioning if the interstim battery in their back was still functioning. The patient stated this was not caused by normal battery depletion, and the cause of the device not working was not determined. The patient stated they had an appointment scheduled with their healthcare provider (hcp) in may. The issue had been resolved. The patient stated the cause of never feeling the normal stimulation sensation was determined, but stated they didn't know the most likely cause or contributing factor. No steps were taken to resolve the issue, and it was unknown if the issue was resolved. The patient stated it was unknown if the device or therapy caused or contributed to their utis. The patient reported they did not have utis prior to the implant, and they didn't know for sure if their utis were related to their underlying condition. It was unknown if their reported uti had been resolved. The patient stated they were taking medication for two months, plus estradiol vaginal cream (0.01%).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that their urologist that they saw today advised patient to contact patient service s to check to ensure patient's implant is working. Patient stated they haven't checked it in a number of years. Patient stated it might be working, but stated they had it implanted in (B)(6) 2017 and they received a letter from their doctor thinking maybe the batteries were running low, but patient stated they haven't had their implant checked in a number of years. Patient stated they want to double check if it's working because they never feel it so they don't know if it's working. Agent asked if patient is getting a 50% or greater reduction in symptoms and patient stated they have been having a little trouble with utis. Patient stated this started about in the last year. Patient stated their bowel movements seem to be better, but stated they have a tendency to "shut it down" before they have completely finished having a bowel movement so patient stated they don't know if this could be causing bacteria to build up. Reviewed general use of 3037 programmer and walked patient through how to connect with their implant to check therapy status. Patient successfully connected with their implant on the call. Patient confirmed therapy is on at 1.0v on program 1. Patient stated not seeing implant low battery icon at time of call. Agent reviewed implant battery overview. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.